Event description:
Additional information was received on (B)(6) 2015 from a healthcare provider (hcp) via physician letter stating that the pump was currently delivering 25mg/ml compounded morphine at 9.492mg/day, and had been since (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2014, product type: accessory. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implantable infusion pump. The indication for use was noted as non-malignant pain. The patient was in the hospital after being implanted (implanted (B)(6) 2014) because she was having chronic pancreatitis and issues with the new pump being put in. Additional information was received from the consumer that she felt the matter was resolved. Further follow-up is being conducted to obtain pump medication information. If additional information is received, a follow-up report will be sent.